Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had air bubbles in their reservoir and tubing. The customer stated the air bubbles have been occurring for the past several months. The customer's blood glucose was unknown at the time of incident. It was also found the air bubbles would be as large as an eighth of an inch. Customer stated they did not rewind the insulin pump with the reservoir in place. It was also found the air bubbles persisted after a set change. The customer stated they would have a trainer assist them with the air bubble issue. Customer declined to return the reservoir for analysis.